Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(6) 2012. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the serial number provided by the reporter the connector type is assumed to be a taper I. Further information from the reporter regarding the implant date and the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Surgeon reported leakage of lap-band system. The device will be returned.